Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and observed that the instrument cut cleanly and as intended. The blades are not damaged and electrical continuity passed. Engineering also observed the distal end of the main tube has two distinct sections located above and below the midpoint with material removed. Damaged areas are both roughly 2.5" long, parallel to tube axis with a rough surface finish. Based on the location and appearance, the damage area below the midpoint may have been caused by a cannula accessory. The damage above the midpoint area appears to have been caused by high pressure against the cannula bowl/tube transition. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that a monopolar curved scissors instrument was dull. No add'l info was provided. No pt harm, adverse outcome or injury was reported.